Event description:
Pt reported that they had a low blood glucose event in 2004 in which their spouse has to give their glucagon. Pt reported that at time of event they were unconscious and their blood glucose was 32 mg/dl. No treatment was received from a medical professional.